Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a round of anti-tachycardia pacing (atp) which induced a faster rhythm. Technical services (ts) was contacted and reviewed the data for reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.